Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the ipg site and lead site. It was also reported that the patient was having shocking sensation at lead placement site and that the device was causing him additional pain. X-ray was taken and revealed no anomalies. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site and lead site. It was also reported that the patient was having shocking sensation at lead placement site and that the device was causing him additional pain. X-ray was taken and revealed no anomalies. The patient will undergo an explant procedure.